Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the wire became stuck and began to separate. A v-14? Control wire? Was selected for use in the plain old balloon angioplasty (poba) procedure. The target lesion was located in the 90% stenosed anterior tibial artery, and was both moderately calcified and tortuous. During the procedure, while crossing the lesion, the wire became stuck within the patient anatomy. The wire was removed from the patient in one piece. Upon removal, it was observed that the tip of the wire had begun to peel. The wire was replaced, and the procedure was completed without further issue. There were no patient complications as a result of this event.

Event description:
It was reported that the wire became stuck and began to separate. A v-14? Control wire? Was selected for use in the plain old balloon angioplasty (poba) procedure. The target lesion was located in the 90% stenosed anterior tibial artery, and was both moderately calcified and tortuous. During the procedure, while crossing the lesion, the wire became stuck within the patient anatomy. The wire was removed from the patient in one piece. Upon removal, it was observed that the tip of the wire had begun to peel. The wire was replaced, and the procedure was completed without further issue. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Investigation results: media review: media in the form of images was provided by the customer. The images showed the polymer sleeve was peeled and detached, confirming the reported fracture. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the v-14? Control wire? Device confirmed that the reported events are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.